Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/23/2014 with the following findings: investigation revealed that there was a line across the display screen. Investigation determined that a display flex failure was associated with the line on the screen. Unrelated to the original complaint, investigation also revealed that the display screen was dim and discolored.